Event description:
It was reported that bd gem 20dp v/nv ntg 1.2mf 1ss dehp free was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the drip chamber was full of fluid and there was no flow noted when the tubing was removed from the channel. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd gem 20dp v/nv ntg 1.2mf 1ss dehp free was clogged. The following information was provided by the initial reporter: "it was reported by the customer that the drip chamber was full of fluid and there was no flow noted when the tubing was removed from the channel. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-22. H6: investigation summary. One used sample (model #10010453) was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review could not be performed on model 10010453 because a lot number is unknown.